Event description:
It was reported that the patient had a yellow wrench alarm at home. The patient panicked and performed their own system controller exchange. They went to the clinic and log files were downloaded. A driveline power fault alarm was displayed. Log files were sent for review. The event log file recorded a driveline power fault on (B)(6) 2025 at 14:00:08. Motor function was not affected by this event. The controller and modular cable were exchanged. New log files were sent for review post exchange. No alarms or events were noted on log files upon review. The event log contained alarms associated with the equipment exchange. Following the initial alarms, the pump appeared to be operating as intended with no active faults. A picture of the driveline was unable to be taken as the patient became symptomatic during the controller and modular cable exchange and needed to be reconnected immediately. The patient felt lightheaded briefly and their eyes started to close but this resolved once the pump was reconnected. The modular cable that was replaced was inspected and there was no build up on the inside of the connection noted. The patient was noted to be doing well after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data from the event dates of 11jun2025 to 13jun2025 were reviewed. The log files captured a driveline power fault alarm on 13jun2025 starting at14:00:08 and did not resolve by the time the controller was exchanged at 14:07:50. The onset of the alarm was associated with a pwr_b_broken faults. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop with the returned modular cable for an extended period of time without any issues or atypical alarms produced. Manipulating the modular cable at the connection point did not result in producing any alarms. Additional information states (B)(6) was the controller the patient exchanged themself onto during the issue, the controller that had the yellow wrench on was (B)(6) which was her initial primary controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 26jun2025. The heartmate 3 patient handbook (section 5 ¿ ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.